Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on distal rows 1 to 9; stent struts were stretched and twisted in a distal direction over the distal marker band and bumper tip. The crimped stent od (outer diameter) of the undamaged proximal section of the stent was within the maximum crimped stent profile measurement. The bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. As part of the analysis, a recommended size guidewire was inserted through the wire lumen with no resistance noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30-dec-2016. It was reported that catheter difficulty in tracking over wire was encountered. The target lesion was located in a coronary artery. A 4.00mmx28mm synergy ii drug-eluting stent was attempted to be advanced over the wire but the device failed to exit the guide. The procedure was completed with another 4.00mmx28mm synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.